Event description:
It was reported to philips that the geometry movements stopped working. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that cable was break and worn out from a lot of use. Fse replaced the cable for both geo and image module, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.